Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while the set was attached to the patient, it disconnected below the hub. There was no patient harm.

Event description:
The customer reported that while the set was attached to the patient, it disconnected below the hub. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the smartsite inlet port near the distal male luer. Examination under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.